Event description:
It was reported by the patient's legal representative that patient underwent total hip replacement on (B)(6) 2007. Revision procedure was performed on an unknown date due to elevated metal ion levels and metallosis. No further information has been received.this report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.this report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the medical records: additional information received from the legal department stating that the medical records indicate that the patient was revised due to pain. The surgeon, who performed the revision surgery concluded that the pain was caused by acetabular cup and/or femoral head malpositioning which was irritating the iliopsoas tendon. Blood metal ion tests indicate that the blood levels were normal. No metallosis was noticed during the revision surgery. Device history record (DHR) was reviewed and no discrepancies were found. Based on the information provided by the hospital the cause of the reported hip revision was implants malpositioning.